Event description:
A user facility reported to olympus defect of the bending rubber of endoeye flex deflectable videoscope. There were no reports of patient or user harm. The device was returned, and olympus repair center identified the adhesive around the objective lens was peeled, image noise resulting in temporary image loss, b30 (scope communication error) and e216 (scope communication error) and breakage of the circuit board. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation of the returned device.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the customer's original reported issue of defect of the bending rubber was confirmed. Due to a pinhole on the bending section cover, water tightness is lost. The root cause of the events was unable to be specified. Presumably they were caused by breakage or disconnection of the image sensor unit due to stress of repeated use, external factors or handling, or failure of the parts mounted on the electrical circuit board such as integrated circuit chips and capacitors. The peeling adhesive on the objective lens was presumably a defect caused by stress of repeated use, external factors, or handling of the device. The following additional findings were also noted: chipped adhesive on the bending section cover, assorted scratches, deformed venting connector of the light guide connector, bending angle in up direction does not meet standard value, and the angle knob torque of forceps elevator lever while engaged exceeds the standard value. A review of the device history record confirmed the following repairs were made on october 13, 2022: [item the user suggested]. Insertion section, a-rubber, a pinhole, replaced. [Items sc suggested]. Insertion section, a-rubber glue was chipped, replaced. Insertion section, the bending tube, braids were torn, replaced. Insertion section, the rigid tube was rattling, replaced. Insertion section, insufficient angulation of the bending tube, replaced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The operation manual describes how to inspect for the subject events 1, 2, 3, and 4 in ¿chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscopic image] confirm that the endoscopic image is displayed normally in wli and nbi observation. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. The operation manual describes how to inspect for the subject event 5 in ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope¿ as below. [Inspection of the endoscope]. 6 inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities. Olympus will continue to monitor field performance for this device.